Manufacturer narrative:
Patient information was unavailable from the site. The spinous clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring on the tip of the adjustment screw had been pulled off and was missing. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and caused no delay to the surgery. It was reported that the short spinous process clamp was attached to the spinous process and tightened down. The site proceeded and completed the case. When trying to remove the clamp, they were unable to loosen it and ended up removing the spinous process. The surgery was completed with navigation and there was no impact on patient outcome. The ortho surgeon said it was not an issue and just cut the bone off with the clamp attached.